Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: while checking on my patient, I noticed that her bed was wet. Once I realized that the patient did not use the bathroom on themselves, I began to trace her line and check her port. I realized that there was a small hole in her IV tubing. The hole was not in the buretrol itself, but in the tubing on the end closer to the patient. I'm not sure how long the tubing had a hole in it, but I did change out the whole tubing set, once the hole was discovered.